Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial report was found to be a duplicate of an event already reported in 9610595-2025-01547 for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event.

Event description:
No additional information provided from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had black stains adhere on distal end of forceps channel during reprocessing. There were no reports of patient involvement.